Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during setup, the arterial sampling line was cut off approx two inches from the arterial outlet. There was no harm to the pt as this occurred during setup. The product was changed out.